Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal end of each contains an embedded silver colored coil metallic wire') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, renal cyst aspiration, ache, ovarian cyst nos, nicotine dependence, vertebral osteophyte, headache, multigravida, parity 3 and paratubal cyst. Previously administered products included for an unreported indication: aldomet. Concurrent conditions included blood pressure high, gallbladder removal, uterine fibroid, irregular menstruation, dysfunctional uterine bleeding, chronic cervicitis, cervix inflammation, hyperlipidemia, pelvic discomfort and hematuria. Concomitant products included hydrochlorothiazide from (B)(6) 2016 to (B)(6) 2017 for blood pressure high, tramadol from (B)(6) 2017 to (B)(6) 2017 for migraine as well as butalbital;caffeine;paracetamol (fioricet) and medroxyprogesterone acetate (depo provera). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches"). In 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, embedded device, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the proximal end of each contains an embedded silver colored coil metallic wire, consistent with essure medical device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion. Bilateral tubal non-patency status post essure implantation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs and mr received. New events embedded device, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression and mental anguish and migraines / headaches were added. Outcome of pelvic pain was updated. Product information, indication and removal date were added. Patient demographics were added. Medical history, lab data and concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal end of each contains an embedded silver colored coil metallic wire') in a 44-year-old female patient who had essure (batch no. 50701364) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, renal cyst aspiration, ache, ovarian cyst nos, nicotine dependence, lumbar spine osteophyte, headache, multigravida, parity 3 and paratubal cyst. Previously administered products included for an unreported indication: aldomet. Concurrent conditions included blood pressure high, gallbladder removal, uterine fibroid, irregular menstruation, dysfunctional uterine bleeding, chronic cervicitis, cervix inflammation, hyperlipidemia, pelvic discomfort, hematuria, uterine fibroids and paratubal cyst. Concomitant products included hydrochlorothiazide from 14-sep-2016 to 25-oct-2017 for blood pressure high, tramadol from 19-oct-2017 to 19-nov-2017 for migraine as well as butalbital;caffeine;paracetamol (fioricet) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("physical pain/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches"). In 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish/ anxiety/ mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnorm. Bleed"), bladder disorder ("bladder problems"), urinary tract disorder ("bladder/urinary problems: other") and headache ("other injuries/symptoms: headaches"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, abdominal pain, genital haemorrhage, bladder disorder, urinary tract disorder and headache had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, embedded device, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the proximal end of each contains an embedded silver colored coil metallic wire, consistent with essure medical device. Patient received treatment for genital bleeding, bladder problems, urinary problems, migraine, headaches. Discrepancy noted in essure insertion date: (B)(6) 2013. Trailing coils: left 3 right 2 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion. Bilateral tubal non-patency status post essure implantation.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic pain, the proximal end of each contains an embedded silver colored coil metallic wire. Concerning the injuries reported in this case, the following one was reported via medical record: embedded device. Lot number: 50701364, manufacturing date: 2012/11, expiration date: 2015/11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal end of each contains an embedded silver colored coil metallic wire') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, renal cyst aspiration, ache, ovarian cyst nos, nicotine dependence, lumbar spine osteophyte, headache, multigravida, parity 3 and paratubal cyst. Previously administered products included for an unreported indication: aldomet. Concurrent conditions included blood pressure high, gallbladder removal, uterine fibroid, irregular menstruation, dysfunctional uterine bleeding, chronic cervicitis, cervix inflammation, hyperlipidemia, pelvic discomfort, hematuria, uterine fibroids and paratubal cyst. Concomitant products included hydrochlorothiazide from 14-sep-2016 to 25-oct-2017 for blood pressure high, tramadol from 19-oct-2017 to 19-nov-2017 for migraine as well as butalbital;caffeine;paracetamol (fioricet) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches"). In (B)(6), the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish/ anxiety/ mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnorm. Bleed"), bladder disorder ("bladder problems"), urinary tract disorder ("bladder/urinary problems: other") and headache ("other injuries/symptoms: headaches"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, abdominal pain, genital haemorrhage, bladder disorder, urinary tract disorder and headache had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, embedded device, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the proximal end of each contains an embedded silver colored coil metallic wire, consistent with essure medical device. Patient received treatment for genital bleeding, bladder problems, urinary problems, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion. Bilateral tubal non-patency status post essure implantation.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic pain, the proximal end of each contains an embedded silver colored coil metallic wire. Concerning the injuries reported in this case, the following one was reported via medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal end of each contains an embedded silver colored coil metallic wire') and genital haemorrhage ('gen. Abnorm. Bleed') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, renal cyst aspiration, ache, ovarian cyst nos, nicotine dependence, lumbar spine osteophyte, headache, multigravida, parity 3 and paratubal cyst. Previously administered products included for an unreported indication: aldomet. Concurrent conditions included blood pressure high, gallbladder removal, uterine fibroid, irregular menstruation, dysfunctional uterine bleeding, chronic cervicitis, cervix inflammation, hyperlipidemia, pelvic discomfort and hematuria. Concomitant products included hydrochlorothiazide from (B)(6) 2016 to (B)(6) 2017 for blood pressure high, tramadol from (B)(6) 2017 to (B)(6) 2017 for migraine as well as butalbital;caffeine;paracetamol (fioricet) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches"). In 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("bladder/urinary problems: other") and headache ("other injuries/symptoms: headaches"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, migraine, abdominal pain, genital haemorrhage, bladder disorder, urinary tract disorder and headache had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, embedded device, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the proximal end of each contains an embedded silver colored coil metallic wire, consistent with essure medical device. Patient received treatment for genital bleeding, bladder problems, urinary problems, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion. Bilateral tubal non-patency status post essure implantation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received new event added abdominal pain, genital bleeding, bladder problems, urinary problems, headaches. Event outcome added pelvic pain, abdominal pain, genital bleeding, bladder problems, urinary problems, migraine, headaches. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal end of each contains an embedded silver colored coil metallic wire') in a 44-year-old female patient who had essure (batch no. 50701364) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, renal cyst aspiration, ache, ovarian cyst nos, nicotine dependence, lumbar spine osteophyte, headache, multigravida, parity 3 and paratubal cyst. Previously administered products included for an unreported indication: aldomet. Concurrent conditions included blood pressure high, gallbladder removal, uterine fibroid, irregular menstruation, dysfunctional uterine bleeding, chronic cervicitis, cervix inflammation, hyperlipidemia, pelvic discomfort, hematuria, uterine fibroids and paratubal cyst. Concomitant products included hydrochlorothiazide from (B)(6) 2016 to (B)(6) 2017 for blood pressure high, tramadol from (B)(6) 2017 to (B)(6) 2017 for migraine as well as butalbital;caffeine;paracetamol (fioricet) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("physical pain/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches"). In 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish/ anxiety/ mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnorm. Bleed"), bladder disorder ("bladder problems"), urinary tract disorder ("bladder/urinary problems: other") and headache ("other injuries/symptoms: headaches"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, abdominal pain, genital haemorrhage, bladder disorder, urinary tract disorder and headache had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, embedded device, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the proximal end of each contains an embedded silver colored coil metallic wire, consistent with essure medical device. Patient received treatment for genital bleeding, bladder problems, urinary problems, migraine, headaches. Discrepancy noted in essure insertion date: (B)(6) 2013. Trailing coils: left 3 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion. Bilateral tubal non-patency status post essure implantation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic pain, the proximal end of each contains an embedded silver colored coil metallic wire. Concerning the injuries reported in this case, the following one was reported via medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical record received. Lot number and rcc were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal end of each contains an embedded silver colored coil metallic wire') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, renal cyst aspiration, ache, ovarian cyst nos, nicotine dependence, lumbar spine osteophyte, headache, multigravida, parity 3 and paratubal cyst. Previously administered products included for an unreported indication: aldomet. Concurrent conditions included blood pressure high, gallbladder removal, uterine fibroid, irregular menstruation, dysfunctional uterine bleeding, chronic cervicitis, cervix inflammation, hyperlipidemia, pelvic discomfort, hematuria, uterine fibroids and paratubal cyst. Concomitant products included hydrochlorothiazide from (B)(6) 2016 to (B)(6) 2017 for blood pressure high, tramadol from (B)(6) 2017 to (B)(6) 2017 for migraine as well as butalbital;caffeine; paracetamol (fioricet) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches"). In 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish/ anxiety/ mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnorm. Bleed"), bladder disorder ("bladder problems"), urinary tract disorder ("bladder/urinary problems: other") and headache ("other injuries/symptoms: headaches"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, abdominal pain, genital haemorrhage, bladder disorder, urinary tract disorder and headache had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, embedded device, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the proximal end of each contains an embedded silver colored coil metallic wire, consistent with essure medical device. Patient received treatment for genital bleeding, bladder problems, urinary problems, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion. Bilateral tubal non-patency status post essure implantation.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic pain, the proximal end of each contains an embedded silver colored coil metallic wire. Concerning the injuries reported in this case, the following one was reported via medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage was updated as recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report